Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the end of the probe that is welded came partially off while in the patient's eye. The product was replaced with another and the procedure was completed. Additional information was received from the ophthalmic surgeon who reported he was performing a retinal procedure on the right eye of a female patient. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One vitrectomy probe sample was returned for evaluation for the report of the probe distal tip breaking. A review of the related device history records associated with the lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. The returned sample was visually inspected and deemed nonconforming. The welded cap was dislodged from the needle tip and the cutter is protruding beyond the end of the needle. Because of the damage no functional testing was performed. The complaint evaluation does confirm the probe distal tip is broken. The exact root cause for why the distal tip broke cannot be determined from this investigation. An investigation has been initiated to determine the reason for the distal tip breaking off of the probe. Probes are 100% tested and inspected for actuation, aspiration, and cut during the manufacturing process. The manufacturer internal reference number is: (B)(4).